Event description:
Report received from the USA stating that the ¿hose was damaged.¿ the hose had a tear and it was found during pretesting. There was no patient involvement. There were no injuries reported. There was no add¿l info provided.

Manufacturer narrative:
The device has been received by anspach. If add¿l info is received, a supplemental report will be sent.